Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 20 mm stent delivery system was returned for analysis. A visual and tactile examination of hypotube shaft identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the distal section. Balloon material was reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured, and the result is within max crimped stent profile measurement. The device was successfully tracked through a recommended guidewire with no issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the severely tortuous and heavily calcified right coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a 0.014 guidewire crossed the lesion, a 3.00 x 20 mm synergy xd drug-eluting stent was advanced for treatment. When trying to position the stent into the target lesion, resistance was encountered due to sharp bend of the lesion and the stent moved from its original position on the balloon. The device was successfully removed from the patient, and the procedure was completed using a non-boston scientific device. There were no patient complications reported.

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the severely tortuous and heavily calcified right coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a 0.014 guidewire crossed the lesion, a 3.00 x 20 mm synergy xd drug-eluting stent was advanced for treatment. When trying to position the stent into the target lesion, resistance was encountered due to sharp bend of the lesion and the stent moved from its original position on the balloon. The device was successfully removed from the patient, and the procedure was completed using a non boston scientific device. There were no patient complications reported.